Manufacturer narrative:
Device evaluated by MFR.:the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was dried blood in the inflation lumen and in the guidewire lumen. The balloon was tightly folded. Inspection of the device revealed numerous kinks throughout the hypotube and a complete hypotube separation 72cm distal of the strain relief. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. When positive pressure was applied, the water was not able to travel through the device due to the dried/hardened blood. The device was placed in a warm water batch for four (4) days then an inflation device filled with water and connected to the remaining distal end of the device again, this time the balloon was able to be inflated with no leaks or issues.

Event description:
Reportable based on device analysis completed on 22-nov-2019. It was reported that inflation difficulties occurred. The 90% stenosed, 4.5mmx20mm target lesion was located in the mildly tortuous and severely calcified right coronary artery. After insufficiently implanting a stent, a 3.0mm x 12mm quantum maverick balloon catheter was advanced for post-dilation; however, the balloon could not inflate. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed a shaft detach.